Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint was liked to the device, but we could not trace it further. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the during the device evaluation, the rigid video laparoscope was found to have foreign material on the cover glass of the insertion section and the locking line key plug of the video cable, as well as poor image quality. There were no reports of patient involvement.